Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. Upon investigation the monitor failed a pulse test and displayed a service code 102. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor failed a pulse test and displayed a service code 102 (charge profile fault).

Manufacturer narrative:
Follow-up report #1: additional information - 11/09/2018. Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 was isolated to the c19 high-voltage capacitor on the defibrillator pca. The pads under the c19 capacitor were lifted from the pca. The root cause for the damaged capacitor was physical abuse. The monitor exhibited signs of experiencing a severe impact. Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor failed a pulse test and displayed a service code (B)(4). A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor failed a pulse test and displayed a service code 102 (charge profile fault).

Manufacturer narrative:
Follow-up report #1: additional information - 11/09/2018. Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 was isolated to the c19 high-voltage capacitor on the defibrillator pca. The pads under the c19 capacitor were lifted from the pca. The root cause for the damaged capacitor was physical abuse. The monitor exhibited signs of experiencing a severe impact. Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor failed a pulse test and displayed a service code 102. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor failed a pulse test and displayed a service code 102 (charge profile fault).